Event description:
Philips received a complaint on the v60 ventilator indicating that the bottom half of the touchscreen was not working. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The biomedical engineer (bme) at the customer site went to the respiratory department and evaluated the v60 ventilator. The bme stated that they found the screen locked and unlocked the screen. The screen lock function of the v60 ventilator is an intended function for the v60 and is not a device issue. The bme found that all parts of the touchscreen were responsive and returned the v60 to service. In a good faith effort (gfe) response from the bme received on 08apr2024, it was stated that it was unknown if the initial issue reported by the customer was an issue with the entire touchscreen and the customer just happened to try adjusting something on the lower portion, or if the screen not working was only affecting the bottom portion of the screen. The bme also stated that the patient information from the time of the event was unknown.

Manufacturer narrative:
Contact office phone: (B)(6).